Event description:
The reported stated the surgeon inserted a cc4204a collamer aspheric single piece lens, but the lens ejected crooked. The surgeon attempted to correct the lens, but the lens tore. The lens was removed within the same surgery with no pt injury, no incision enlargement or sutures.

Manufacturer narrative:
(B) (4) (lens ejected crooked). Lens work order search. Results: visual inspection of the returned product found the lens optic and both haptics torn, with a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation. (B) (4).